Event description:
It was reported that the device failed to cross the lesion. After predilation of the lesion with an nc balloon, an nse balloon was intended to be used prior to deb treatment; however, it was difficult to advance even into the main branch and could not be advanced across the lesion, resulting in a device malfunction.

Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined.this is an initial report, and the results of the investigation will be described in a follow-up report.